Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin (2gm, every 5th day, once daily, intraperitoneal, discontinued after fourteen days), and injection ceftazidime (1gm, every 5th day, once daily, intraperitoneal, discontinued after fourteen days) and injection tobramycin (80mg, once daily, intraperitoneal, discontinued after fourteen days) for peritonitis. It was reported that five days after the event onset, the patient was recovered from peritonitis. Pd therapy was ongoing. No additional information is available.